Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). Caller reported she was currently in a case and the patient¿s entire system was being replaced (ins/leads) and she was seeing that electrodes 4,5,6,7 were showing >40k. The caller reported that when they tested initially with the wireless external neurostimulator (wens) they had no impedance issues but found once they secured the lead into the device those 4 contacts were >40k and showing connectivity issues. Caller states they tried pulling ins and wiping it down, switching ports and tried the wens again but the issue remained. Caller stated they will likely replace the lead. No patient symptoms were reported. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep). It was reported the lead would be returned when the rep was able to retrieve it from the account, which was delayed due to covid-19. There was no issue with the ins. It was one lead that was likely compromised from human error when tunneling, (cervical case, required 2 passes, multiple people handling product during case). No further complications were reported/anticipated.